Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side tissue expander deflation and unable to reinflate.

Manufacturer narrative:
Sientra complaint# (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation, no visible pinholes or ruptures were observed. While performing the leak test, one pin hole was found to be present in one of the drain assembly holes to the right of the port. Possible striations found. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.